Manufacturer narrative:
A service visit was performed. Sample received by a company representative. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the footswitch did not work. At the moment of this report it was unknown if the event occurred during surgery. Additional information has been requested but not received to date.

Event description:
Additional information was received from the technical service. The event occurred during surgery. The system did not recognize the footswitch. A system message was displayed and the message could not be reset. The staff replaced the footswitch and the surgery was completed. There was no patient harm.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was replicated. The footswitch was replaced to address the issue. The system was tested and found to meet product specifications. The system and the footswitch met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch.